Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
A confirmed motor stall was reported. The stall was caused by an MRI on (B)(6) 2013. The pump was never read post-MRI until (B)(6) 2013. It was reported that the patient had increased pain due to hip problems, but that occurred prior to the MRI, and it was the reason the MRI was ordered in the first place. The stall occurred on (B)(6) 2013 with a recovery on (B)(6) 2013. The medications infused were bupivacaine and dilaudid.